Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the internal iliac artery using a pod4. It was noted that the patient¿s anatomy was tortuous and calcified. During the procedure, while attempting to advance a pod4 through a px slim delivery catheter (px slim), the physician experienced resistance at the middle of the px slim and therefore, the pod4 was removed. The procedure was completed using two additional coils and the same microcatheter. There was no report of an adverse effect to the patient.